Manufacturer narrative:
The customer states that they are 'concerned about the iol injector handpiece (hp) and the process of cleaning it.¿ it is mentioned that ¿the hp is validated for the nosecone to be on,¿ per the customers understanding of sterilization. According to communications received, the customer confirms that ¿sometimes the nosecone is unscrewed in the field.¿ the site inquired: ¿if the nosecone is unscrewed in the field, is there any chance of the cannula possibly could be expose non-sterile areas.' In response, the company representative provided the directions for use (dfu) to the customer. The directions for use (dfu) warnings state: ¿the nosecone is not to be detached once the plunger, and cartridge are attached to the intraocular lens implant (iol) injector handpiece. This could result in a potentially hazardous condition for the patient.¿ additionally, the warnings state, ¿do not immerse the iol injector handpiece in any fluid when the iol injector handpiece is not retracted. This could result in a potentially hazardous condition for the patient.¿ additional, related, information about the event was requested but was not obtained. Without additional information, the root cause cannot be conclusively determined. The iol injector handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The reported event of the iol injector handpiece causing infection was unable to be confirmed based on the provided information. A copy of the dfu was reiterated when disinfecting and autoclaving the iol injector handpiece to prevent future occurrences. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that there was a site infection. The intraocular injector is suspected. There is a concern on the cleaning process of this handpiece. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).